Manufacturer narrative:
Initial reporter- facility name: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction baker grade IV.

Event description:
Healthcare professional reported unknown side capsular contracture with baker grade IV. The device remains implanted.

Manufacturer narrative:
Continued zip code (e1): (B)(6). Continued phone number (e1): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare physician reported left side ¿capsular contracture, baker grade IV diagnosed on clinical exploration¿. Device remains implanted.

Event description:
Healthcare physician reported left side ¿capsular contracture, baker grade IV diagnosed on clinical exploration¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases is observed. Wear abrasion is observed. Yellow particles were observed on the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional later reported "left implant has a tear in the shell".

Event description:
Healthcare physician reported left side ¿capsular contracture, baker grade IV diagnosed on clinical exploration¿. Device has been explanted.

Event description:
Healthcare physician reported left side ¿capsular contracture, baker grade IV diagnosed on clinical exploration." Explant physician later reported "of note the l implant has a tear in the shell, I¿m not sure if this was caused when I cut/peeled the capsule off the implant or if it is secondary to a week point in the shell where there was a very tight crease". Device has been explanted.